Manufacturer narrative:
No consequences to patient were reported. Device separation is not addressed in the IFU. Event evaluation: still under investigation.

Event description:
The patient was being turned for an x-ray. The rn noticed the outer cannula of the freshly placed trach ((B)(6) 2011) completely separated from the plate. This was replaced with a new one in which the defect occurred again with the same type of trach from the same lot number. Another trach needed placed and at the time of this report the status of the patient was not known.